Event description:
It was reported that the pump touchscreen was not responding properly, and often required multiple presses to register. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further follow up from tandem technical support. No additional information was provided.